Event description:
Medtronic received information that a connection leak was detected on the positive side of this pump boot tubing within the bypass circuit. The leak was described as small, and was detected during the surgical procedure. The customer elected to secure the tubing connection using tie-bands. The case was completed without reported impact to the patient.

Manufacturer narrative:
Analysis: the device will not be returned for analysis. With no product return, no definitive conclusions can be drawn. However, review of the device history record shows that the tubing pack met manufacturing specifications prior to being released for distribution. Conclusion: no patient event and no product return. The product was not returned to manufacturing for evaluation. No definitive conclusion can be drawn for the reported event.